Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Subsequently, the battery fully depleted and the pump shut off. The customer¿s blood glucose level was in the 400's (mg/dl). During follow up, the customer reported that the pump was able to be turned back on and was charging successfully.